Event description:
A surgeon at the user facility reported a defective intraocular lens (iol) delivery system. An intraocular lens (iol) was returned stuck in the cartridge of the iol delivery system. There was no patient impact/injury associated with this event.